Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer was unable to provide an alternate form of insulin therapy. Customer¿s blood glucose level was 104 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.